Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis and subsequently died. The cause of the peritonitis was unknown. The patient was not hospitalized for the event. On the same day as onset, the patient began treatment for the peritonitis with injection vancomycin, 1 gram, intraperitoneally (ip), stat, and injection fortum, 500 mg, ip,three times per day. On an unreported date, the patient passed away in their home. The cause of death was unknown. It was unknown if the patient recovered from the peritonitis prior to death. It was not reported if the dianeal therapy was ongoing until the time of death. No additional information is available.